Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stated that the "cord has a hole in it." The reporter is uncertain of how it happened. The event was not related to surgery. There were no injuries reported. There was no additional info provided.